Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The spinal cord stimulation (scs) patient reported charging difficulties, being unable to achieve a full charge. To address this issue, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was removed and replaced. In accordance with hospital policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The spinal cord stimulation (scs) patient reported charging difficulties, being unable to achieve a full charge. To address this issue, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was removed and replaced. In accordance with hospital policy, the explanted device will not be returned. Additional information received indicated electrocautery was used during the procedure.